Event description:
As reported by the edwards clinical specialist, following deployment of a 23mm sapien valve in an 80:20 ventricular position, severe central aortic insufficiency (cai) was noted. A second 23mm sapien valve was implanted more aortic within the first sapien valve, which resolved the cai. Balloon aortic valvuloplasty (bav) was performed under rapid ventricular pacing (rvp). The balloon moved ventricular twice and on the third inflation remained in the annulus. The 23mm sapien valve was placed 50:50 across the native aortic annulus; however, the sapien valve moved significantly ventricular during deployment. Post deployment, severe central aortic insufficiency (cai) was noted on angio and the patient's blood pressure (bp) remained in the 50's. While a second sapien valve was prepped the patient's bp decreased to the 30's. CPR was initiated. The second 23mm valve was implanted more aortic than the first valve. The patient's bp rebounded to the 180's systolic and was managed medically to return it to the 120's. Post deployment of the second sapien valve no cai or paravalvular leak(pvl) were noted on tee. Additional investigation revealed the following: by 3d tee, the native annular diameter was 22mm and the diameter of the sinotubular junction (stj) was 28mm. The native aortic valve was moderately calcified. Bulky calcific plaque was noted on the right and non coronary cusps. The stj was mildly calcified. The patient's ejection fraction was 70%. The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system was described as fair. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss of pacing capture. The perceived cause of the ventricular movement upon deployment was rapid inflation of the delivery balloon with minimal forward tension held on the delivery system. Due to the 80:20 ventricular placement of the sapien valve, the physicians suspected that there was native leaflet overhang.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation, device malposition requiring intervention, and native valve leaflet overhang with the potential to impair sapien leaflet function are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimal valve calcification, and loss of pacing capture. The patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report the perceived cause of the ventricular movement upon deployment was rapid inflation of the delivery balloon in combination with minimal forward tension held on the delivery system. In addition, the bulky calcification on the right and non coronary cusps and the fair coaxial alignment may have also contributed to the ventricular placement of the valve. The 80:20 ventricular position of the valve led to native leaflet overhang and the subsequent cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.